Event description:
While passing the needle through the tissue the tip of the needle broke off in the patient. The ar-13990 was used to perform the surgery (rotator cuff repair). The broken tip was not retrieved from the patient. Completed the case using another needle and anchors.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was requested but not provided complainant's event caused by a broken needle point. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. Complainant's event caused by a broken needle point. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. Therefore, device history record review could not be performed. The device was received and an evaluation was conducted. Complainant's event caused by a broken needle point. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.